Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The reported event could not be confirmed. Photo of a tibia tray implant was provided; however, no information can be obtained from the photo. The device history record was unable to be performed as the catalog and lot number of the device involved in the event is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4) d10: unknown femoral component, unknown lot. Unknown articular surface, unknown lot. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent revision procedure approximately 4 years post implantation due to pain. During the procedure the tibial component was found to be grossly loose with no cement adhered to the titanium surface. The surgical technique was utilized; there was no surgical delay or foreign bodies retained. Attempts have been made and no further information has been provided.